Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4: batch # 159c75. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with two reloads present. A gst45g reload (b) and a gst45d reload (c) were received unfired. Also, a cartridge pan (batch 150c50) was received inside a plastic bag along with returned reloads. The device was tested for functionality in the articulated position with returned reloads (b & c). The reloads were loaded on the device without any difficulties and the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that returned cartridge pan dislodge caused the reported condition. However, no conclusion could be reached as to how the cartridge pan became detached. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as cartridge pan was received inside of a plastic bag and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. No conclusion could be reached as to how the cartridge pan became detached. However, it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 159c75, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device could not be loaded because there was a piece of metal from a magazine in the branch of the stapler. This piece was already in there in the packaging. No patient consequences reported and no significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4: batch # 159c75. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with two reloads present. A gst45g reload (b) and a gst45d reload (c) were received unfired. Also, a cartridge pan (batch 150c50) was received removed from the channel and inside a plastic bag along with returned reloads. The device was tested for functionality in the articulated position with returned reloads (b & c). The reloads were loaded on the device with no apparent damage and the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that returned cartridge pan dislodge caused the reported condition. However, no conclusion could be reached as to how the cartridge pan became detached. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Device history review a manufacturing record evaluation was performed for the finished device batch number 159c75, and no non-conformances were identified.